Manufacturer narrative:
There were forty (40) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2021-00030; 2245270-2021-00031; 2245270-2021-00032; 2245270-2021-00033; 2245270-2021-00034; 2245270-2021-00035; 2245270-2021-00036; 2245270-2021-00037; 2245270-2021-00038; 2245270-2021-00039; 2245270-2021-00040; 2245270-2021-00041; 2245270-2021-00042; 2245270-2021-00043; 2245270-2021-00044; 2245270-2021-00045; 2245270-2021-00046; 2245270-2021-00047; 2245270-2021-00048; 2245270-2021-00049; 2245270-2021-00050; 2245270-2021-00051; 2245270-2021-00052; 2245270-2021-00053; 2245270-2021-00054; 2245270-2021-00055; 2245270-2021-00057; 2245270-2021-00058; 2245270-2021-00059; 2245270-2021-00060; 2245270-2021-00061; 2245270-2021-00062; 2245270-2021-00063; 2245270-2021-00064; 2245270-2021-00065; 2245270-2021-00066; 2245270-2021-00067; 2245270-2021-00068; 2245270-2021-00069. The complaint was forwarded to our supplier for their evaluation. The investigation summary is as follows: a batch record review found no related issues with either lot. All inspections met criteria, and all testing (burst and peel) were acceptable. All record indicates that the correct sealing parameters were used. Sample returns were received and inspected. The unsealed trays show evidence of incomplete adhesive transfer. This was indicated by visual inspection when no adhesive was on the tray and blue areas were on the lid where it should be white from the adhesive transfer). Based on investigation, no definitive root cause was identified by the supplier. Currently, all processes and materials are working to specification, and the failures could not be reproduced. There was evidence that the packing method contributed to the failures. The failures were more frequent where trays were packed tray to lid rather than lid to lid and tray to tray. This will be addressed in the packing work instructions. A CAPA has been initiated to continue to collect seal additional data collection will also serve as an interim mode of control. Corrective action. The supplier of this component has been notified of the issue. Based on the supplier investigation, there was no definitive root cause was identified however, two corrections were implemented by the supplier. 1. Packing instructions were altered to read "pack so tray bottoms are not on top of the lids. Tray should be packed lid to lid and bottom to bottom". 2. Additional inspections and seal strength testing is being performed per CAPA. 3. Vygon issued a voluntary recall of the ams-8465cs. Reference recall-2021-01.

Event description:
The customer noticed that the tyvek cover on the rigid plastic container was compromised.

Manufacturer narrative:
There were forty occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2021-00030, 2245270-2021-00031, 2245270-2021-00032, 2245270-2021-00033, 2245270-2021-00034, 2245270-2021-00035, 2245270-2021-00036, 2245270-2021-00037, 2245270-2021-00038, 2245270-2021-00039, 2245270-2021-00040, 2245270-2021-00041, 2245270-2021-00042, 2245270-2021-00043, 2245270-2021-00044, 2245270-2021-00045, 2245270-2021-00046, 2245270-2021-00047, 2245270-2021-00048, 2245270-2021-00049, 2245270-2021-00050, 2245270-2021-00051, 2245270-2021-00052, 2245270-2021-00053, 2245270-2021-00054, 2245270-2021-00055, 2245270-2021-00057, 2245270-2021-00058, 2245270-2021-00059, 2245270-2021-00060, 2245270-2021-00061, 2245270-2021-00062, 2245270-2021-00063, 2245270-2021-00064, 2245270-2021-00065, 2245270-2021-00066, 2245270-2021-00067, 2245270-2021-00068, 2245270-2021-00069. The failed devices have been returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
The customer noticed that the tyvek cover on the rigid plastic container was compromised.